Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 05 may 2024, it was reported that the patient was hospitalised for two days due to high blood glucose levels. The blood glucose was 450 mg/dl and was treated with saline solution and fast acting insulin manual injection. The patient experienced confusion, feeling sick/unwell, tired/weak, increased thirst and lethargy. No further information available.